Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. He reason for call was patient(pt) reported they had a pet scan yesterday and when they got up this morning they were having breakfast in their chair and they couldn't stand up straight. Patient stated it was very sore and painful around the whole area where the implant was. Patient said they couldn't bend their body to stand up straight and they were in very bad pain. Patient inquired if the pet scan could have done something to it. Reviewed pet scan information with patient and redirected patient to healthcare provider to further discuss. Patient confirmed they did not have a specific area where they did the pet scan. Patient mentioned they did have the pet scan dye injection in their arm. Agent walked patient through checking their settings on the call, therapy was on. Patient was able to successfully turn therapy off. Patient will keep therapy off and call hcp that did pet scan and would follow-up with managing healthcare provider(hcp) if needed. Pt said there was no change to issues pt was having with therapy off, pt said they still couldn't walk. Redirect to doctor if issue persists. The patient called back stating they didn't have a callback number because they were in the hospital. Pt said, yesterday, after they called and shut it off, they went to stand up, but could not stand, they fell over in terrible pain, they will have an MRI this afternoon and requested help to activate MRI mode. Pt was successful to synch and activate MRI mode. Reviewed some MRI information. Pt noted they have a lidocain patch over their ins site.